Event description:
Physician completed thrombus removal and attempted to withdraw separator from reperfusion catheter and met resistance. Physician withdrew both separator and reperfusion catheter from guide and observed the reperfusion catheter tip was "deformed".

Manufacturer narrative:
Technical eval: the device has a series of kinks/crushed areas on the distal shaft. There are also a series of crushed segments on the proximal shaft just distal to the tip. The catheter distal segment was kinked during the procedure possibly due to the anatomical placement of the device. The kink went unnoticed until the separator was retracted and the cone of the separator entered the kinked segment and caused friction. This MDR is being filed as a part of the remediation action taken in response to the (B)(4) issued to penumbra on august 28, 2009. A review of the device history record (DHR) was completed on part # 0829 (lot # l13902). All appropriate inspections were completed per process monitoring requirement or 100% inspections where required. The DHR review of final assembly (lot# l13902) indicated that 100% inspection of the devices resulted in 12 visual rejects. The lost was associated with (B)(4) for hub aspiration failure. (B)(4), in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.